Event description:
It was reported that during a colon procedure, the device would not open. Twice during the same procedure, with two staplers of the same lot number, the stapler couldn't be opened after passing through the trocar. It was impossible to use both devices. A third one was finally used successfully. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
During open heart procedure (CABG), the surgeon placed the first stitch onto the graft using the needle holder. When he went to pick up the needle for the next stitich, the needle holder would not grasp the needle. Upon closer examination, it was noted that a small piece of metal was missing from the grasping part of the needle holder. Exhaustive search of the patient's surgical area was done including: manual, radiology, and use of a sterile magnet across the field. The metal piece could not be located. Disclosure was made to patient/family.there must have been a small fracture in the metal of the needle holder that was not detectable by the naked eye during routine cleaning or by the routine pm's we have done on the equipment.